Event description:
It was reported that failure to recapture the distal filter occurred. A sentinel cerebral protection system was selected for use and advanced into position. The proximal filter and the distal filter were successfully deployed without issue. During retrieval, the distal filter slider broke and the distal filter of the sentinel cerebral protection system could not be recaptured. The physician was able to pull the sentinel cerebral protection system through the introducer sheath with the distal filter in an open state and remove the device from the patient. There were no patient consequences.